Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis (pd) therapy. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was further described as contamination due to the patient being in diapers. On the same day as the event onset, the patient was hospitalized for peritonitis. On the same day as the event onset, the patient began treatment with ancef (dose, route, duration, and frequency were not reported) and ceftazidime (intraperitoneal, dose, frequency, and duration were not reported) for peritonitis. On an unknown date after the peritoneal effluent culture result was obtained, treatment with ancef and ceftazidime were discontinued and the patient began treatment with rocephin (for two weeks, dose, frequency, and route were unknown) for peritonitis. On an unknown date, the patient was discharged from the hospital. On an unknown date, reported as late in the same month of the event onset, the patient was considered recovered from the peritonitis event. The action taken with pd therapy was not reported. It was not reported if the patient caregiver was retrained in aseptic technique. No additional information is available.